Event description:
It was reported that the customer was hospitalized on (B)(6) with a high blood glucose level of 406 mg/dl. Customer had diabetic ketoacidosis and was sick last week with the flu. Customer had nausea and was vomiting. Customer was also very thirsty. Customer treated with shots in the hospital and an IV drip. Customer was wearing the pump at the time of the hospitalization. Customer stated the drive support cap appears normal. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer was advised that high blood glucose levels are often caused by site/set issues. Pump passed all tests except for the portions involving troubleshooting the set, reservoir, cannula, and insulin that was worn when the customer was admitted to the hospital. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.